Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted for additional information. The patient was unable to say when the alleged inaccuracy started. He reported that on unknown dates and times, he obtained alleged inaccurately high blood glucose results on the subject meter of ¿146, 175, 124, 276, 249 and 102 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with lantus insulin before bedtime, unspecified oral medications before meals, diet and/or exercise. He indicated that after obtaining the alleged high results, he administered insulin, so e.g. At 10:30pm on (B)(6) 2018, he administered 20 units of lantus. He stated that on an unknown date and time, he developed symptoms of ¿blurred vision¿. No treatment above and beyond the usual routine of diabetes care and management was reported. The patient denied using any other device to test his blood glucose levels. During troubleshooting, the patient confirmed that his meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Blurred vision, while using the meter.